Event description:
I had breast implants put in. They are mentor saline. Never had health issues until (B)(6) 2014. Then it was a snowball effect of issues that no one could diagnose. I have had test upon test done and all come back normal. I have 73 symptoms I have never had in my life just hit me one day and cause me to become very ill. I just explanted on (B)(6) 2019 and have not had one symptom since. Implants are not safe and need to be pulled from the market like they were before. The same problems women are reporting now are the same issues that were reported before. FDA safety report ID# (B)(4).